Event description:
It was reported that smoke was emitting from a homechoice (hc) device after a system error (se) 1003 occurred during automated peritoneal dialysis (apd) therapy. The technical service representative (tsr) initiated a swap of the hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until a new hc arrived, and the tsr instructed the hp to call a registered nurse (rn) regarding the missed therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed, the reported problem could be identified. An internal and external inspection was performed. Rite functional and electrical testing was performed. The reported problem was identified through the sample evaluation and the cause was determined to be the accomp board failure. The board was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was received and a device evaluation is currently underway. Upon completion of the investigation or if additional information is received, a supplemental report will be submitted.